Event description:
The patient reported his insulin infusion set tubing had separated at the luer lock and was holding on by a very thin thread. He stated he must have caught it early because his blood glucose reading is only slightly elevated at 179 mg/dl with his normal range being 80-140 mg/dl. He said he is experiencing no elevated blood glucose symptoms and he has treated it by changing his tubing and cartridge and will bolus through his insulin infusion device. He stated the infusion set tubing has been in use for about 4 days before it separated. The recall on the infusion set was discussed with the patient, and he indicated he was aware of it. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.